Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this non-reportable event as closed. Integrity test completed and within normal limits. The recipient noted hearing improvement and aural rehab was recommended to assist with long time hearing loss. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The drainage is reportedly not at the incision or headpiece site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced ear drainage. The recipient was treated with silver nitrate.